Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same pt as 2134265-2008-00842. It was reported that 1249 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 3.0x18mm, 99% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a 3.0x24mm taxus liberte drug eluting study stent. Post-dilatation was performed and residual stenosis was 5%. A non-target vessel in the ramus was also treated with predilatation and a 2.75x20mm taxus express2 drug eluting stent. Per the catheterization report, post-dilatation was performed with "no signs of residual and good results obtained". At 1249 days post index procedure, the pt experienced angina pectoris and was admitted to the hosp for cardiac catheterization, which revealed a widely patent study stent and 99% distal in-stent restenosis (isr) of the taxus express2 stent in the ramus. The isr in the ramus was first treated with a 2.5x10mm cutting balloon and then a 3.5x10mm cutting balloon. A 3.0x24mm taxus express2 drug eluting stent was then placed within the previously implanted stent, but despite multiple attempts at post-dilatation the new stent would not fully deploy, which resulted in a residual 50% hourglass-shaped under deployment of the stent. The site reported this could be caused by hard fibrotic lesion, calcification, or not enough balloon pressure etc, the catheterization report noted that because the stent would not fully deploy the pt was at increased risk of subacute stent thrombosis and the pt was referred for coronary artery bypass grafting procedure (CABG). Four days later, CABG was performed to the lad with the left internal mammary artery, to the ramus with the left radial artery, and to the obtuse marginal branch and the patent ductus arteriosus with the saphenous vein. During the procedure, a mitral valve repair was also performed, with ligation of the left atrial appendage, and a left-sided maze procedure. The physician noted the event to be unrelated to the study device. The event was reported as resolved with residual effects 6 days post-CABG.